Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: information not available. Omnipod software app version: information not available. Operating system: information not available. Hardware: information not available. Cgm sensor type: information not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the prestataire that the patient had been hospitalised with diabetic ketoacidosis (dka) in a hospital in avignon, france. The patient attempted to connect 18 different dash pods to an omnipod 5 controller. It was reported that, as a result of the prolonged absence of insulin, diabetic ketoacidosis (dka) occurred. The provider came to the patient's home to remove all dash pods.